Event description:
The patient reported experiencing return of symptoms, specifically spasms, intermittently over the past several months. It was felt that the catheter was kinking, but the patient was taken for a revision, and the catheter was no longer kinked. The hcp has told the patient that the catheter is moving when the patient moves. The patient reported that she has four programming settings throughout the day which do not seem to help. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.